Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported two cables snapped during tensioning. Reportedly two 1.7mm cables snapped when being used with the cable tensioner in conjunction with the cable lock. The temporary tension holder, 391.883, 391.884, was unlocked while the cable lock instrument was locked. The cable was then tightened but snapped on both occasions during the same case. No further information was provided. This is 3 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The part was received in good condition, no apparent damage. Part number 03.221.017 lot number p094039 was manufactured by pioneer surgical technologies. The supplier performed a review on the returned product and determined that the part met specifications. Initial functional inspection found that there was a moderate resistance between moving components within the device. Instrument milk was added which resulted in reduced resistance. This device was attached to the tensioner involved in the synthes complaint (B)(4) task 340041 and was tensioned to 40kgf per wi-eng-024 using a 1.7mm sst cable. The device held the specified tension. Once the locking mechanism was released, the cable was inspected and determined to be free of frays or broken cable strands. The supplier also reviewed the DHR and confirmed that this device met specifications prior to shipping.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot p094039 revealed the 1.7mm cable lock for pistol grip cable was manufactured by pioneer surgical technologies. (B)(4). No non conformities were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.